Event description:
Reportedly, during patient use, the display showed a "disconnect" alarm and the led flashed simultaneously. However, the alarm sound didn't occur. The patient was manually ventilated and switched to another ventilator. There were no reported serious or negative patient consequences.

Manufacturer narrative:
(B)(4).